Event description:
It was reported that a patient had a stage-two revision right reverse total shoulder arthroplasty. The patient underwent an additional revision with a nickel free prosthesis six (6) months after the revision due to unknown reasons. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see the associated reports: 0001825034-2024-00599, 0001825034-2024-00600, 0001825034-2024-00612, and 0001825034-2024-00614. D10: concomitant medical products, part number (lot number): 115345 (282340), ti-115310 (404450), xl-115365 (358590), and 010000589 (303250). Associated product information: 115396 (919970), 180550 (719630), 180551 (303600), 32-486265 (231570), 405800 (336750), 405883 (544160), 405889 (332830), 98000900020, 98b00900120, and 98b00901107. E1: full establishment name: (B)(6) hospital. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction to e1: zip code. D10: concomitant medical products, part number (lot number); report number: 115345 (282340); 0001825034-2024-00599. Ti-115310 (404450); 0001825034-2024-00600. Xl-115365 (358590); 0001825034-2024-00612. 010000589 (303250); 0001825034-2024-00614. 115396 (919970). 180550 (719630). 180550 (719630). 180551 (303600). Associated product information: 32-486265 (231570). 405800 (336750). 405883 (544160). 405889 (332830). 98000900020 (unknown). 98b00900120 (unknown). 98b00901107 (unknown). H6: proposed annex g code - mechanical (g04) - stem. The reported event of revision has been confirmed through medical records. However, the reason for the revision was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical notes were provided and reviewed by a healthcare professional. A review of the available records identified a right shoulder revision arthroplasty with nickel-free prosthesis and an entire proximal humerus allograft. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.